Event description:
It was reported by svc report that the cot has a cracked outer base tube weldment. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Outer base tube weldment.